Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 230 mg/dl. Customer stated that he thinks that the buttons are not working. Customer took his pump off because it was not letting him do anything. Customer tried to change out his battery, but kept getting the battery out limit alarm. Customer could not clear the alarm. Customer reported that the pump may have gotten wet in a heavy storm. Customer stated that the pump alarmed after the battery change. The batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit powered up properly after battery installation. The unit was received with operating currents within spec. There was not an unexpected battery out limit alarms noted. The unit was received with intermittent buttons due to corroded keypad traces. There was no button error alarms noted. There were no traces of moisture that were noted at electronic or motor assemblies per visual inspection. The unit was received with cracked case at display window corners, display window and battery tube threads. The unit was received with minor scratches on the lcd window. The unit was received with broken reservoir tube lip.